Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated they have two different concentrations (25,000 units/500ml and 25,000/250ml heparin) and two different therapies (weight based and non-weight based). The non-weight based is usually a standard rate used by vascular surgery. The non-weight based is set a rate and should be entered as unit/ml. The weight based regimen should utilized the ¿dose¿ (unit/kg/hr) to calculate the dose. The nurse received an order for the weight based heparin. Nurse appropriately entered weight. Appropriately chose correct heparin concentration and correct therapy (weight based). The dose per protocol and the order was for 12unit/kg/hr. The pump allows entry of either dose or rate. Rate populates at top. Nurse accidently (along with double check) programmed as 12 unit/ml. There was no patient involvement. The customer had an implied product enhancement request " it would allow you program the rate instead of forcing the end user to enter the dose section only. "

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of an incorrect programmed dose was not able to be confirmed, as no devices or logs returned for investigation. The device was not returned for investigation; however, the facility provided a photo of the pcu programming screen. The photo showed a guardrails drug setup of heparin with the rate and dose option in the same screen. Per alaris system with guardrails user manual v12.1 the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. This report acknowledges that a product enhancement request (per) under pr (B)(4) was initiated. There was patient involvement but no harm. Root cause: the root cause for the reported incorrect programmed dose cannot be determined due to insufficient information. However, the probable root cause can be attributed to a user programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated they have two different concentrations (25,000 units/500ml and 25,000/250ml heparin) and two different therapies (weight based and non-weight based). The non-weight based is usually a standard rate used by vascular surgery. The non-weight based is set a rate and should be entered as unit/ml. The weight based regimen should utilized the ¿dose¿ (unit/kg/hr) to calculate the dose. The nurse received an order for the weight based heparin. Nurse appropriately entered weight. Appropriately chose correct heparin concentration and correct therapy (weight based). The dose per protocol and the order was for 12unit/kg/hr. The pump allows entry of either dose or rate. Rate populates at top. Nurse accidently (along with double check) programmed as 12 unit/ml. There was patient involvement but no harm. The customer had an implied product enhancement request " it would allow you to program the rate instead of forcing the end user to enter the dose section only. "